Manufacturer narrative:
The aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections, including verification of device sizing. Review of manufacturing documentation confirmed this device successfully passed these inspections. Additional information was requested; an updated report will be submitted upon the completion of our investigation.

Event description:
According to the initial information received, a 15mm amplatzer septal occluder (aso) was implanted in a (B)(6) year-old, female patient. The defect measured 12-14mm based on balloon-sizing, echocardiogram and fluoroscopy. After the aso was released from the delivery cable, an ultrasound was taken and the aso was found to have embolized. Due to the patient's young age and the fact that percutaneous removal of the aso would have necessitated a lengthy snare catheter, it was determined to be too risky so the patient was referred for surgery. The aso was surgically removed and the atrial septal defect was repaired using a patch. The patient's condition was stable.

Manufacturer narrative:
Imaging review: review of the medical records and images by agas medical consultant resulted in the following findings: this (B)(6) patient underwent asd closure with the aso device. The device embolized while the patient was in the cardiac catheterization laboratory. The device was snared and patient was sent to surgery for device retrieval and patch closure of the asd. The patient did well after surgery. Two cds were provided: one cd contained fluoroscopic images of balloon-sizing and the other cd contained trans-esophageal echocardiogram (tee) images. The cd containing fluoroscopic images illustrated balloon-sizing; device implantation; and the embolized device that had to be snared. During balloon-sizing, it appeared that the first defect the balloon measured was a small defect. Later, there was a still image showing a defect that was about the size mentioned by the implanting physician (14 mm). This suggests that there was a second, smaller defect. Several attempts to deploy the device also were recorded with some views where the device orientation was unusual. After the device was deployed, the device orientation remained unusual. The second cd had numerous still images of the defect being measured in short axis, 4-chamber and bi-caval views. This was followed by balloon sizing and device implantation. The last several images showed that the device had embolized. Of note were the images where the left disc barely hung on to the aortic rim while the device was attached to the delivery cable. After device release, the edge of the right atrial disc had slipped into the left atrium in some short-axis views. The aortic rim was adequate, the posterior, superior and ivc rims were adequate but very thin and without much support to hold the device. Echocardiographic balloon sizing revealed that during the first balloon sizing, a significant waist was seen on the balloon, subsequently, the waist disappeared. It was not mentioned if the physician had to re-cross the atrial septum or the same defect was inflated with the balloon to 14 mm. The device embolized into the left atrium within a few minutes after being released. The aso was snared and the final position of the device was in the right atrium. Conclusion according to aga's medical consultant, the following conclusions were drawn. The device embolized due to: thin superior, posterior and ivc rims resulted in a slightly complicated defect. The patient had two asds (as evidenced by fluoroscopic images of a very tight waist and one echo image of very tight waist surrounding the balloon); either this defect was enlarged by balloon-sizing or the atrial septum was re-crossed to gain access to the larger hole. The size of the device for these two defects combined was small. There were multiple attempts to position the device on the atrial septum; for a defect that was moderate in size, this was very unusual and suggested that the edge of the device pivoted through a second defect, changing the orientation of the left disc. The right atrial disc pivoted across the aortic rim immediately after it was released the primary cause of device embolization was inadvertent under-sizing of the device. We have logged this event in our complaint handling system, and will continue to monitor overall product performance to identify any patterns in field events.